Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male patient's sister contacted zoll to report that the patient had passed away. Review of the events surrounding the patient's death indicates the patient experienced an inappropriate defibrillation signal during asystole contributed to the false detections. The patient was reportedly 'knocked to the floor' during the event. Ems was contacted but the patient was reportedly already passed upon arrival. Ems reportedly removed the device.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Monitor: 12/2012.. Electrode belt: 02/2012.